Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02489. It was reported that when the patient presented in the emergency room with pocket pain, the right ventricular (rv) lead exhibited oversensing of noise which caused pacing inhibition via merlin transmission. During device interrogation on the following day, the noise was reproduced with manual pressure on pacemaker pocket site . The device and rv lead was explanted and replaced. The patient was stable before, during and after the procedure.